Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and upon review it was confirmed that the device was successfully blanking the oversensing activity. No adverse patient effects were reported. This device remains in service.